Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of heart failure and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a conclusive cause for the reported patient effect of heart failure cannot be determined. Death in this case, was a cascading effect of the heart failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the heart failure was related to the single leaflet device attachment (slda). Noradrenaline was administered to the patient for treatment. The cause of death was renal failure and heart failure. The renal failure was secondary to the heart failure. The patient had cardio-renal anemia syndrome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The single leaflet device attachment and recurrent mr referenced was filed under MFR report # 2024168-2018-05860.

Event description:
This is filed to report the hospital readmission for heart failure and the patient death. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 3 mixed etiology mitral regurgitation (mr) in the patient with a rotated heart, large left ventricle, and mitral valve leaflet billowing. One mitraclip was successfully implanted reducing mr to grade 1. A follow-up transthoracic echocardiogram on (B)(6) 2018 found the mitraclip was no longer attached to the posterior mitral valve leaflet and the mr was grade 3. The patient was treated with medication. There was no leaflet injury due to the single leaflet attachment. On (B)(6) 2018 the patient was re-admitted to the hospital with heart failure. The heart failure was related to the mitraclip. The patient expired on (B)(6) 2019. No additional information was provided.